Event description:
It was reported that after an estimated implantation period of 130 months, the electrode was explanted due to oversensing.

Manufacturer narrative:
The implant date was added to this report. The returned lead had been cut through 11 cm distal of the is-1 connector pin. A proximal and a distal fragment were available, and a lead body segment of about 3 cm length was missing in-between. The two fragments were thoroughly analyzed. Multiple signs of abrasion were found along the fragments. In addition, a conductor fracture of the rope conductor to the ring electrode was detected 10.5 cm proximal of the tip electrode. This damage is with high probability the cause of the clinical complaint. The observed damage pattern requires excessive stress of the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress in the area of the tricuspid valve. In addition, cuts were detected in the insulation, which were probably caused during the extraction. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.